Manufacturer narrative:
Batch review performed on 12 january 2018 lot 1316047: (B)(4) items manufactured and released on 24 july 2014. No anomalies found related to the problem. To date,we registered one similar reported event on this lot. Gmk ref - femoral cutting guide 4/1- size 4 reference 02.07.10.0204 lot 1310023: (B)(4) items manufactured and released on 24 july 2013. No anomalies found related to the problem. To date,we registered a similar reported event on this lot. Gmk slide hammer lot. 1316531 reference 2.170 lot 1316531: (B)(4) items manufactured and released on02 july 2014. No anomalies found related to the problem. To date, no similar reported event on the same lot.

Event description:
During surgery the surgeon noticed that instruments were discolored/rusted. The discoloration was noticed after the surgeon was done using the instruments. There was no delay in the case. The surgery was completed successfully.

Manufacturer narrative:
Preliminary investigation performed by r&d product manger: from the analysis of the images attached to the complaint it seems there is presence of rust in the sliding shaft of the sliding hammer and discolored surfaces of thye 4 in 1 cutting block. All the pieces are produced with medical grade stainless steel; all the parts after production have been treated by passivation process in order to prevent rast phenomena. Cutting guides of a similar case were sent to an external laboratory in order to better investigate about the issue. In similar cases, the corrosion detected on the surgical devices was unequivocally due to the presences of chlorides, reasonably left on the devices after washing and sanitizing procedure, not sufficiently dried off. These devices were produced and shipped during 2013/2014: several years of continuous use can amplify phenomena of corrosion especially on worn surfaces such as cutting slots or sliding elements. During the visual inspection performed on 16 march 2018 it was confirmed by the product manager what reported in the preliminary investigation